Event description:
An adverse skin reaction was reported with wear of the abbott diabetes care (adc) device. A customer experienced a skin irritation with pain, redness, swelling, and infection at the sensor site. Due to sensor site reaction, the customer reported self-treating with rinderon steroid ointment. After sensor site symptoms did not improve, the customer then later saw a healthcare professional where diacort was prescribed for treatment. There was no report of death or permanent impairment associated with this event.